Manufacturer narrative:
(B)(4) - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -10.50/+2.50/88 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. Then on (B)(6) 2022 the lens was exchanged with a longer length lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).